Event description:
Event description guidant received information that the implanted lead was observed to have a conductor fracture near the terminal end 62 months post implant. The lead was capped and surgically abandoned. A new lead was successfuly implanted.